Event description:
It was reported by the customer that on (B)(6) 2010, the aiming beam fired straight out of the fiber at 12,463 joules. Also, it was reported that there were numerous brachytherapy seed implants; the laser beam came in contact with hidden seed. The fiber was cleaned during the procedure. No pt injury was reported. The device was not returned for eval.